Event description:
Information was received from a patient who was receiving unknown drug via an implantable pump for non-malignant pain use. It was reported that they were unable to connect to the pump to deliver a bolus. The patient stated that they were getting a no pump found message. The agent walked the patient through resetting the handset. The patient confirmed that bluetooth and location were on. The patient then tried to connect the handset and communicator and got the message not found. The patient reported that they had been getting stuck at 90% for months. The agent walked the patient through clearing the data. The patient closed all the applications and went to the settings and cleared out the data. The patient will monitor the issue and call back if needed. The patient also mentioned that they had an issue with the communicator connecting before and it was replaced. Additional information was provided from a consumer stated that the consumer indicated that connection issue and the device getting stuck at 90 percent were resolved on the same date the issue was initially reported, after clearing the pds data. The issue occurred again on (B)(6) 2026; however, it resolved on its own without further intervention. The patient reported that there was no issue with the communicator.

Manufacturer narrative:
Continuation of d10: product ID: a820, lot#serial#: unknown, product type: software, product ID: hh9020tdd, lot#serial#: (B)(6). Section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot#: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient reporting that about a month ago the button for them to deliver bolus was not working (agent understood as the deliver bolus page) and they called and clear some data on their handset and works just fine. Patient said that now it was slow again. Agent assisted patent to clear data on the device. Patient did not wish to proceed connecting to the myptm during the call to verify the troubleshooting. Patient would call back if they need help in the future.

Event description:
Additional information was provided from a consumer stated that the consumer regarding steps/event outcome indicated that connection issue and the device getting stuck at 90 percent were resolved on the same date the issue was initially reported, after clearing the pds data. The issue occurred again on 2026-02-17; however, it resolved on its own without further intervention. The patient reported that there was no issue with the communicator.

Manufacturer narrative:
Revised b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.